Event description:
Patient alleged that she underwent unnecessary surgery (parathyroidectomy) following laboratory testing.

Manufacturer narrative:
Product labeling states: "assay results should be used in conjunction with other clinical data to assist the clinician in making individual patient management decisions." Nid has ceased information operations and no longer markets this product.